Event description:
It was reported that during a meniscal repair surgery, the first anchor of the 'fast fix 360' got deployed and then the second anchor was not deployed; t1 of the device was left secure in the patient. This resulted in a non-significant surgical delay. The procedure was successfully completed using a back-up device and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the provided product information and found a fast-fix 360 with the actuator pushed all the way forward. The needle tip was not visible therefore t2 not deploying could not be confirmed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include contact with another source or unintended stress to the needle. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.